Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d8, h4, h6, and h8. This information was inadvertently omitted from the initial medwatch report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope's image was not visible during an unspecified event. There were no reports of patient harm.